Manufacturer narrative:
On september 28, 2023, the mentor failure analysis lab has received the device for evaluation. The patient identifier has been updated to (B)(6). The device date of explantation has been updated to (B)(6) 2023. The patient's date of birth was reported to be (B)(6) 1968. The patient originally had a breast augmentation revision. On september 29, 2023, the evaluation for the device was completed. Device evaluation summary: visual inspection of the returned sample determined that a tear was observed on the anterior aspect of the smooth mod high xtra, 330cc breast implant, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 330cc (right) and a 350cc (left) mentor memorygel xtra breast implant and experienced bilateral patient dissatisfaction post-operatively; the patient disliked her results. As a result, the patient underwent bilateral device explantation on an undisclosed date. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).